Manufacturer narrative:
Per the facility the gauze sponge "frayed in the patient". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility the gauze sponge "frayed in the patient".